Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Broken zirconia ceramic head. Hospital is closed, cannot get any documents about prior surgery or when it was done. Head in pieces. Revised to new liner and sleeve with new head. Patient came to doctor's office on (B)(6) 2016. X-rays performed. Revised on (B)(6) 2016.